Manufacturer narrative:
E1: initial reporter address:(B)(6). E1: initial reporter phone no.: (B)(6). The device has been received for evaluation. During evaluation of a returned spectrum pump, the device experienced ec 322 while attempting to run an infusion. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be lower link switch to be the failed component which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.